Event description:
After successful stent deployment in the right popliteal artery, the catheter tip became dislodged while removing the catheter. The tip was retrieved. There was no effect to the pt.

Manufacturer narrative:
The device was returned to the MFR and visual inspection confirmed that the thumb slide was in the distal position rather than the correct proximal position, and it was not locked. Mechanically, the system was operating properly. There is no evidence of design, mfg or vendor deficiency. A review of the tip lot confirms the overmold joint strength requirements were met. A review of the device history records did not indicate any issues during mfg of the device. The physician had been trained on the use of the delivery system in august 2011. The cause of the event was user error. The physician did not follow the IFU which instructs to retract and lock the thumb slide prior to removing the catheter. If this step is not correctly followed, there is a rare possibility that the tip can catch on the introducer. The cause of the event was discussed with the physician. A CAPA for this type of event has been opened. We have issued a notification to users reminding them to adhere to the instructions for use.